Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown nail (titanium endomedullary), unknown quantity/unknown lot. (B)(6). Loss of correction and shortening of the clavicle (1 patient had clavicular shortening of 11.6%). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: smekal, v., et al (2011). Elastic stable intramedullary nailing is best for mid-shaft clavicular fractures without comminution: results in 60 patients. Acta orthopadica, 42: 324-329. Austria. This was a prospective controlled study that compared elastic stable intramedullary nailing (esin) with non-operative treatment of displaced midshaft clavicular fractures. Between (B)(6) 2003 and (B)(6) 2007, 120 patients volunteered to participate. Of those, 112 patients completed the study (60 in the operative and 52 in the non-operative group). Patients in the non-operative group were treated with a simple shoulder sling. In the operative group, intramedullary stabilization was performed within 3 days of the trauma. The patient age range in the operative group was 36.8&#6193;2.6; there were 54 males and 6 females. The 2.5 mm titanium endomedullary nails ((B)(4), synthes, (B)(4)) in male and 2 mm tens in female patients were used. Radiographic union was assessed every 4 weeks on 20 degree cephalad anteroposterior and posterior anterior radiographs of the clavicle. Constant shoulder scores and dash scores (dash, disabilities of the arm, shoulder and hand) were assessed at final follow-up after 2 years. Complications (operative group): two (2) patients - implant failure with loss of reduction after an additional adequate trauma (article did not state cause for implant failure). Seven (7) patients - telescoping with migration of the implant, subsequent shortening of the clavicle and the need for cutting back the nail under local anesthesia. One of the 7 patients had clavicular shortening of 11.6%. This report is 2 of 2 for (B)(4). This report is for unknown nail (titanium endomedullary), unknown quantity and lot number.